Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site and the leads had eroded through the skin. The incision(s) demonstrated superficial dehiscence and moderate redness. It was believed that the patient had a postoperative wound infection. The infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.